Event description:
It was reported to boston scientific corporation that an advantage incontinence sling was implanted into the patient on (B)(6) 2007. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; other pain: stomach swelling and pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant nonsurgical treatments: the patient was treated with movicol/coloxyl/ glycerine supp for the treatment of: bowel scarring/obstruction. The patient was treated with hrt/ hiprex/ vitamin c. On (B)(6) 2008 the patient commenced injections (not associated with surgical treatment): cortisone injections. The patient was treated with topical treatment: oestrogen creams/ ovestin. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training): pelvic floor. The patient was treated with incontinence medication. The patient was treated with acupuncture. The patient was treated with pain medication: panadol forte/ nurofen/ panadol/ endone for the treatment of: pain.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06646.

Event description:
It was reported to boston scientific corporation that an advantage incontinence sling was implanted into the patient on (B)(6) 2007. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; other pain: stomach swelling and pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant nonsurgical treatments: the patient was treated with movicol/coloxyl/ glycerine supp for the treatment of: bowel scarring/obstruction. The patient was treated with hrt/ hiprex/ vitamin c. On (B)(6) 2008 the patient commenced injections (not associated with surgical treatment): cortisone injections. The patient was treated with topical treatment: oestrogen creams/ ovestin. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training): pelvic floor. The patient was treated with incontinence medication. The patient was treated with acupuncture. The patient was treated with pain medication: panadol forte/ nurofen/ panadol/ endone for the treatment of: pain.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.